Event description:
It was reported that patient presented in clinic with 1 atrial noise reversion episode. The noise appeared to be high frequency, but just before the noise reversion occurred, the device sensed a couple of atrial events in refractory. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).